Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 20mm in length and was located in the superficial femoral artery (sfa). The physician accessed the lesion using a 6fr introducer sheath and a csi viperwire guide wire. The oad was loaded onto the guide wire and the physician performed multiple runs at low, medium and high speed. The oad was removed and atherectomy was followed-up with balloon angioplasty. Post-angioplasty angiography revealed a spiral dissection in the sfa. The physician deployed a covered stent and resolved the dissection. The patient status remained stable throughout the procedure. A request was made for additional information, but was denied by the facility due to internal policies.